Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While using the device to reposition the stone in the lower calyx, the basket broke down with one of the wires on the basket being cut. The new device was used to complete the case.